Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging her onetouch verioiq meter was showing a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6pm, the patient reported the alleged issue first occurred. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing no symptoms in regards to the alleged issue the patient reported 10 minutes after the issue first occurred, she had something to eat or drink as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that battery did need to be recharged per battery life/ usage recommendations. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose reading, symptoms or treatment suggestive that a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 (02/12/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter, usb cable, and adapter were tested and all passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.